Event description:
Per the clinic, the patient experiences pain and discomfort at the implant site which could not be resolved, resulting in permanent non use of the device.

Manufacturer narrative:
This report is filed october 16th, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was explanted (B)(6) 2014. Correction: the date of awareness is may 16, 2014, not may 19, 2013 as previously reported. This report is filed (B)(4) 2014. Device currently unavail. For analysis.